Event description:
It was reported that the infinity central station (ics) unexpectantly discharged the infinity m300 patient monitor during use with a patient. There was no report of adverse patient impact.

Manufacturer narrative:
The investigation has started. A follow up report will be submitted upon completion of the investigation.

Event description:
It was reported that the infinity central station (ics) unexpectantly discharged the infinity m300 patient monitor during use with a patient. There was no report of adverse patient impact.

Manufacturer narrative:
A review of the ics and m300 log files showed numerous disconnection messages as well as port closures on one the m300s between 8:21 am and 8:23 am on 04aug2025. Further information provided that the ics software was downgraded to vg4 after the event, in an attempt to resolve the issue. After this downgrade, the issue no longer occurred. However, there was not enough information to relate the described failure to the device software version. In order to investigate for root cause, the ics should be upgraded back to vg5 and log files and network capture of when the issue occurred would be needed. The site does not plan to upgrade the ics back to vg5 therefore no further investigation is possible, and root cause cannot be determined.